Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The full name is (B)(6); not returned to manufacturer

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a possible unexpected shutdown. No patient harm, serious injury, or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a possible unexpected shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer had cancelled the service, since they figured out the problem. They found the batteries were dead and ordered new ones. No further issues were reported by the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a possible unexpected shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, component codes, health effect - impact codes), h10, h11. Corrected fields: h6 (health effect - clinical code).